Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused significant respiratory discomfort, sneezing and asthma since (B)(6) 2021. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed antihistamines and corticosteroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that are related to CPAP device's sound abatement foam became degraded and caused significant respiratory discomfort, sneezing and asthma since january 2021. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed antihistamines and corticosteroids. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed unknown black and white dust contaminant on the top enclosure, ui panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.